Manufacturer narrative:
This report is being submitted as part of the remediation for (B)(4).

Event description:
The customer reported they noticed the cracked lcd while unpacking unit (defoa). The device was not in clinical use at the time of the occurrence. No patient involvement.